Manufacturer narrative:
H3: one device was received for evaluation. It was reported that customer complaint of ¿it was reported that there was no display¿ through visual inspection units display was very dim and not visible. Replaced lcd screen. Preformed lcd screen test unit passed test. Upon further inspection units dso seal was lifting. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there was no display. The status of the product at time of event was during testing.